Event description:
A report was received from a hospital regarding a memorylens that was implanted in 2002 in the pt's right eye and had to be removed. Follow-up in 2002 noted that the lens had been explanted due to transposition of the lens during initial implant, which caused glare. The lens was explanted in 2002 and replaced. The doctor's prognosis for the pt was marked as "excellent", and he noted that he felt that this incident was not lens related.